Event description:
The customer reported that the monitor turned off on its own during an unspecified diagnostic procedure involving an olympus digital image storage. The procedure was completed with the same device. There was no patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.